Event description:
It was reported that the customer had a a35 alarm and motor error alarm on the insulin pump. The customer's blood glucose was normal, did not require medical treatment. No further details given.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to encoder out of phase. No a35 alarm. Unable to perform displacement test due to constant motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).